Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced pain in the lower back and groin for three years. Additionally, she experienced many bladder infections, limited mobility and now has rheumatoid arthritis and diverticulitis. The mesh remains implanted. No additional information was received.